Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect and an increase in pain at the lead location following a fall. It was noted that she had fallen 6 times in the last few weeks and several times had fallen on her stomach. The pain had spread to her legs and increased in intensity. She had seen her original physician and impedance measurements were within normal range but a second physician indicated the measurements were over 800 ohms and was concerned there could be an issue with the lead. Further info was requested from the healthcare professional.